Event description:
A physician reported a pt who, on 9/9/99, was originally skin tested with a negative result after which the pt had been treated multiple times. In 1999 the pt was treated into the upper and lower vermilion borders. On 23 december 1999 the pt reported by telephone: about two hours post-treatment bruising (black/dark) was noticed across three-quarters of the upper vermilion border extending to the left ear; some numbness was reported at the lower vermilion border. The pt had self-medicated with ice application and oral non-steroidal anti-inflammatory (ibuprofen). The pt noted extreme discomfort reporting swelling, pain/tenderness, and persistent bruising. The pt had not been seen, but reported that since the date of implantation, the symptoms were the same. The pt was telephoned and the physician prescribed an oral medrol dosepak on 12/23/99. The pt reported being seen in the emergency room for pain medication over the weekend (25/26 december) details are not available. In the abscence of the reporting physician, pt had been referred to a consulting physician and was seen 12/27/99. Pt reported the consulting physician had been uncertain of the diagnosis for the symptoms. No history of oral herpes was reported by the pt. Upon return from the consulting physician, pt was seen by a nurse of the reporting physician. The pt reported symptoms were improved, but still painful. The nurse observed blistering on the inside lip mucosa. Some blanching and bruising was present across the top lip extending across side of cheek to ear with a "blemish" visible on the cheek. On 12/31/99, a nurse stated pt reported bruising, pain, tenderness had resolved at the left upper vermilion border treatment site. The nurse believed an oral anti-viral had been prescribed by the consulting physician. The pt had reported some drainage from injection site and blister-type areas on inner mucosa of lip.